Event description:
A patient reported the ss meter reading was 346mg/dl versus 286 mg/dl on hcp meter (brand unknown) in a meter/hcp meter comparison. Pt did not experience any symptoms. Pt never cleaned meter. Control solution test results were 138mg/dl and 132mg/dl, falling within normal range. No further info available. The meter was replaced. No allegations of harm have been made.